Manufacturer narrative:
Lot number not available for this system at time of filing. Device has not been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the sharp awl¿s tip was deformed. This issue was noted while cleaning the instrument, and there was no patient involvement.

Manufacturer narrative:
The awl tip was returned to the manufacturer for analysis. Analysis found the awl tip was slightly bent. It was also noted there were impact marks at the back end causing fit issues with the mating tracker. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the complaint was against the awl tip not the sharp awl.